Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: device alarms with "disconnection ventilator side", various alarm messages during ventilation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: device alarms with "disconnection ventilator side", various alarm messages during ventilation.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - device evaluation: root cause: when the "disonnection on ventilator side" alarm occurs, the operator should check the expiratory valve according to the operator's manual of hamilton-g5. The expiratory valve is a valve controlling pressure in the patient circuit. Its function is synchronized with the inspiratory valve (servo module). The servo module was found defective and was replaced, functional test was performed in accordance with service software test, test run was conducted. Device is ready for operation again. Updated fields: b4, g1, g6, h2, h6, h7, h11.

Event description:
Hamilton medical ag received the following incident description: device alarms with "disconnection ventilator side", various alarm messages during ventilation.